Event description:
Related manufacturer report number: 2017865-2022-17068. It was reported that the patient presented with infection and evidence of vegetation on the right ventricular lead. The system was successfully explanted. Further information was requested, but not yet available.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.